Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated with glucose tablets. The customer could not mover her face and arm and husband called paramedics and when they arrived the blood glucose was 91 mg/dl and then 76 mg/dl. The customer declined to troubleshoot for the low blood glucose because she doesn't feel her low blood glucose is caused by the pump.